Event description:
It was reported that a home patient experienced a connection issue between the solution bag and the line. This occurred during peritoneal dialysis therapy. It was found during troubleshooting that the patient did not properly connect, causing an improper connection. It was also found during troubleshooting that the patient reused single-use supplies after disconnection. The patient reconnected the supply bag after it disconnected. The technical service representative assisted in removing the cassette and restarting therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient formed a loose connection between the solution bags and the supply lines. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.